Event description:
Information received indicates the customer experienced air-in-line alarms and bubbles in the tubing.

Manufacturer narrative:
Product number 340-4128v is currently under recall z-1445-2011. Lot cf1036401 is not part of that recall.